Manufacturer narrative:
.

Manufacturer narrative:
The returned gii cr insert was examined visually and no destructive testing was carried out. The returned insert had scratches and deformation along the posterior rims. The majority of the deformation was located on the posterior regions of the insert¿s superior surface. Burnishing was primarily observed on the posterior regions of the insert¿s inferior surface. Such features along the superior posterior and inferior posterior aspects of the insert likely indicate the femoral component was articulating too far posterior. Deformation to the inferior surface likely sustained during removal was also observed. Discoloration assumed to be bone cement was present on the posterior-medial superior surface of the insert. Third party debris from bone cement within the articulation zone increases wear. There were scratches, deformation, and burnishing within the articulating regions of the insert. Burnishing extended from the medial articulating region towards the midline of the insert, likely indicating that the knee had medial instability. No material or manufacturing deviations were observed upon examination.

Event description:
On 04/13/2015: updated information. It was reported that a revision was performed due to a poly exchange.